Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was a "cassette not attached" error found. The dso sensor was found to be fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with "no down stream." According to the complaint. This is interpreted as an issue with the downstream alarm. The reported fault did not occur with a patient. There were no reported adverse events.